Manufacturer narrative:
The pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have had to revert to manual injections because the pump is not bringing their blood glucose levels down. The customer's blood glucose level at the time of incident was 326mg/dl. The customer's most current level was 302mg/dl. The customer had to call back to complete troubleshoot and conduct high pressure test. The customer's blood glucose level at the time of second call was 506mg/dl. The customer's most current level was 357mg/dl. The customer has been treating highs with manual injections. High pressure test was conducted twice, and the device did not pass both times. The customer was advised the pump would be replaced and returned for analysis. The customer is also being sent replacement sets and reservoirs.